Event description:
The device was returned as a rental end and for preventative maintenance. There were no alleged problems. The service record was not classified as a complaint when originally recieved. It was discovered that during the repair eval that the pressure relief valve did not operate to specifications because it was stuck. The valve component was replaced to correct this problem. This malfunction was identified during an audit of service records transferred from another plant. The responsibility of this product has since changed to this mfg location and based on the current review process, this event would have been reported. There was no associated death or serious injury.